Manufacturer narrative:
Investigation summary: the event unit as returned for evaluation. Upon visual inspection, engineering observed the unit was returned in the latched position with the jaws fully closed. Engineering observed that a component located at the bottom of the trigger, that allows the trigger to be engaged to the handle, was bent. Engineering readjusted the shape of the component and found that the trigger was able to engage and disengage as intended. The root cause of the event is a bent component within the trigger of the handle. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: tlh - "jaws locked and couldn't be opened when sealing uterine arteries. Had to cut, although surgeon would've preferred to reposition. No other way of removing from the tissue as the jaws couldn't be opened. The jaws were not particularly over filled." Additional information received from applied team member, 15th march 2017: "the device was not initially activated prior to attempting to release the jaws. The surgeon tried to release the jaws to adjust the position before activating, but then his only option was to activate as there was no other way to release from the tissue other than to cut.... There was not a separate instrument to cut the eb010 from the tissue, the eb010 blade allowed separation from the tissue. The user seal/cut on the grasped tissue as a result of the jaws not opening when the user was attempting to reposition the jaws before sealing/cutting." Patient status - no patient injury or illness occurred associated with the complaint event.